Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. A f/u will be submitted with all relevant info.

Event description:
Adverse event: in-stent restenosis. Onset of adverse event: approx 9 months after stent implantation. Device issue: none. It was reported via a trial that approximately 9 months post a mid left anterior descending (lad) xience v stenting procedure, a follow up angiogram found proximal edge in-stent restenosis. The restenosis was treated with percutaneous coronary intervention. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.